Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String is on the wrong end- tampax pearl [device physical property issue] has the consumer experienced any symptom(s) as a result of the performance complaint or incorrect/misuse? No [no adverse event] case narrative: consumer reported via phone that the tampon string was on the wrong end. No injury reported.

Event description:
String is on the wrong end- tampax pearl [device physical property issue] has the consumer experienced any symptom(s) as a result of the performance complaint or incorrect/misuse? No [no adverse event] case narrative: consumer reported via phone that the tampon string was on the wrong end. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on june 1, 2023. An investigation is in progress for returned product received on june 28, 2023.

Event description:
String is on the wrong end- tampax pearl [device physical property issue]. Has the consumer experienced any symptom(s) as a result of the performance complaint or incorrect/misuse? No [no adverse event]. Case narrative: consumer reported via phone that the tampon string was on the wrong end. No injury reported.

Event description:
String is on the wrong end- tampax pearl [device physical property issue] has the consumer experienced any symptom(s) as a result of the performance complaint or incorrect/misuse? No [no adverse event] case narrative: consumer reported via phone that the tampon string was on the wrong end. No injury reported.

Manufacturer narrative:
Product investigation is in progress.